Manufacturer narrative:
Supplemental: this lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Initial: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted, as placement difficulty was encountered due to sensing issues. This lead dislocated and was also noted to have exhibited helix extension issues. This lead was successfully replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted, as placement difficulty was encountered due to sensing issues. This lead dislocated and was also noted to have exhibited helix extension issues. This lead was successfully replaced and is expected to be returned for analysis. No adverse patient effects were reported.